Event description:
On (B)(6)2010, a tunneled dialysis catheter was placed. Pt was undergoing dialysis on (B)(6)2010 where it was noted that there was a hole in the dialysis catheter. Surgery on (B)(6)2010 for tunneled dialysis catheter exchange and on inspection of the catheter, there was a laceration-like defect externally along the clear portion of the catheter adjacent to the region of one of the plastic built-in clamps. The catheter was explanted in its entirety, including the retention cuff and a new 33 cm palindrome catheter was inserted.